Event description:
Initial hcg+ beta result of 29, 937 mlu/ml using the e170 analyzer in 2007. Pt had new sample drawn four days later, this sample recovered 45 mlu/ml on the e170 analyzer. An ultrasound test determined the fetus was viable. The sample from the same day was repeated the following day and recovered 29,733 mlu/ml. This sample was then also run on an elecsys 2010 system and recovered 35, 194 mlu/ml, repeated on elecsys 2010 recovered 35,658 mlu/ml. A new sample was drawn on the same day and reported as 39,419 mlu/ml on the e170 analyzer and 34,169 mlu/ml on the elecsys 2010. The field service representative could not determine root cause. Performance check tests were performed by the field service representative and were within specification.